Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. The t:slim insulin pump delivers insulin in two ways: continuous, or basal insulin delivery, and bolus insulin delivery to cover carbohydrates eaten (food bolus) and to lower high blood glucose (correction bolus). Never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 398 (mg/dl). Reportedly, the customer uses humalog insulin in the pump cartridges for 3 days at a time, stated that they recent adjusted their bolus settings without verifying the changes with their health care provider, and had been delivering corrections by performing the load fill tubing function instead of the bolus feature. System check with tandem technical support indicated pump was performing as intended. Customer was reminded that humalog is only intended for use up to 48 hours, and that the customer should not be modifying pump settings on their own. Recommendation was made to consult with their health care provider to discuss diabetes management.